Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the first two firing while using seam guard, the device was difficult to fire. At the first firing the middle of the staple line had malformed staples. And the cutline was jagged. The device was reloaded with another green cartridge and the cut line was jagged. Also there were malformed staple throughout the staple line and staple line was bleeding. It is unknown how much bleeding occurred but no blood transfusion was given. The staple line was over sewed with suture. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with two cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.